Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site attempted to use the system in the morning, but the emitter did not respond. An inspection by a medical engineer confirmed that one pi of the emitter connector was bent. The pin was fixed to be straight and used with no further issues. No patient was present at the time of the event.